Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding the patient's implantable neurostimulator (ins). Information was reported that the caller said the patient noticed for about a year when the patient charges his ins that it does not hold a charge very well. The patient said they want to have an appointment with a manufacturer representative (rep). Additional information was received from the patient. It was reported the battery didn't hold a charge due to the age of the device. The patient met with a rep on (B)(6) 2020 to test the device. The patient said the device was older, out of date, and the battery was bad. The rep sent the patient to an hcp with the recommendation to replace the device to update to a newer model.